Event description:
The dental assistant reported the contra angles unscrewed during pt procedure, they came apart while in use inside the pts' mouths. No pt or user injuries rerported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.